Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was confirmed and reproduced during evaluation. The evaluation found pulled threaded inserts from front case which allowed separation between front case and mechanism assembly resulting in excessive force to close door causing the "door not fully latched" alarms. The front case assembly was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a door fully latches alarm. There was no patient involvement.